Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, no insulin was seen exiting the tubing during fill tubing. Customer's blood glucose (bg) ranged from 500 mg/dl to over 600 mg/dl. Bg was addressed with manual injections. Reportedly, the supplies were changed to address the event.